Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/11/2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The gas delivery system was returned for investigation. The defective u1 sensor on the airflow sensor pcba caused the airflow accuracy test to fail.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the airflow accuracy test (pvt test 5) failed at the zero setting. There was no patient involvement. The event date was not specified, estimate used.